Manufacturer narrative:
Per the instructions for use, valve malposition requiring intervention is a known potential adverse event associated with the transcatheter pulmonic valve replacement procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. Deployment of the sapien valve (too pulmonic) has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central pulmonic insufficiency; it can also compress or obstruct the coronary ostia. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In this case, the pre-existing stenotic bioprosthesis made positioning of the sapien xt difficult and contributed to the malposition of the sapien xt valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards (B)(6) affiliate, a 29 mm sapien xt valve was implanted by tf approach in the pulmonic position within a previously implanted 29 mm mosaic bioprosthesis. The sapien xt landed too distal in the ring so a second 29 mm sapien xt valve was implanted inside the first, more appropriately and more proximally. The outcome was excellent.